Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons have been unresponsive, were scrolling and required multiple button presses in order to elicit a response. The issue has been reportedly occurring for 2 months. The patient reportedly wore the pump in a pump's skin, in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/04/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the audio bolus button was torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.